Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 30-25mm amplatzer talisman pfo occluder was selected for implant on (B)(6) 2023 using a 9f amplatzer talisman delivery sheath. During implant the right disc of the device took on a deformed shape in the interatrial septum. The device was removed from the patient and replaced with a new 30-25mm amplatzer talisman pfo occluder. The patient remained hemodynamically stable throughout the procedure. There were no clinically significant delays in the procedure. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
An event of device deformation was reported. Use of the incorrect size delivery system, anatomical interference, and angulation or kink in the delivery system upon deployment are potential causes of the reported event. Information from the field indicated that an appropriate size delivery sheath was used. Whether there was any anatomical interference, or if there was any angulation or kink in the delivery system upon deployment is unknown. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
An event of device deformation was reported. The device was returned to abbott and the investigation found that the device was able to be deployed without deformation. Information from the field indicated that an appropriate size delivery sheath was used. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.